Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer reported to have replaced the graphical user interface (gui) printed circuit board (pcb).

Event description:
It was reported that the ventilator had a blank screen. There was no patient connected to the device.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.